Event description:
It has been reported that the outer base tube assembly broke. No adverse consequence.

Manufacturer narrative:
It was reported that alleged conditio resulted from the cot still being hooked on the safety hook in the ambulance when the ambulance's air assist system was engaged. As the rear of the ambulance lowered, downward force was placed on the cot causing it to break at the base tube weldment.